Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was alarming no disposable clamp tubing, pump won't run. Hit start/stop button to silence the alarm. The settings were reviewed and powered the pump off, closed the clamp and removed the cassette. Gently tapped cassette to disperse air bubbles in the line and pressed the green release. The cassette was replaced and pump was powered on but the alarm continued. The pump was powered off again. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: model number: 6500.